Manufacturer narrative:
Evaluation of the returned video cart has been completed. A loose nut was found that is designed to hold the transformer. The loose nut caused the transformer to fall and blow up. The reported complaint of tower smoke and ash has been confirmed. This video cart was manufactured approximately 2.5 years ago. It is standard medical practice to inspect and/or test all medical equipment prior to use. A two-year review of complaint history found no other adverse events or complaints related to this device family and failure mode. This is an isolated incident. Conmed will continue to monitor this device via returns and the complaint system.

Manufacturer narrative:
The device has been returned for evaluation and an investigation is in process. A final report will be submitted upon completion of the evaluation and investigation.

Event description:
The sales representative reported during a foot and ankle procedure with the patient conscious, a stryker console was connected to the vp8500 video cart tower. Smoke started billowing out of the bottom of the tower. The patient became very upset and was calmed down as the staff removed the tower from the room and explained to the patient that everything was going to be okay. There was no harm to staff or patient. A 10-minute delay was reported to occur due to having to exchange for a new tower. This event is being reported as a malfunction with potential for serious injury with recurrence.